Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, directions for use: 3. Put on gloves, cover patient with fenestrated drape with open exposing location where catheter will be inserted, and place the apron on yourself. 4. Using the two (2) syringes, marked ¿for cleansing purposes only¿, dispense the water onto three (3) gauze squares. Prepare the patient by wiping down the catheter insertion site with the saturated gauze squares. Dry patient with the remaining two (2) gauze squares. Note: do not use this syringe to inflate the catheter balloon. 5. Prepare the lubricating gel syringe by removing the cap from the syringe tip. 6. For easing with the insertion of the catheter into the patient dispense the lubricating gel into the urethra (according to local protocol). 7 remove top tray and open plastic pouch (sleeve) surrounding the catheter. 8. Proceed with catheterization according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not over penetrate) and depress plunger. Instill entire amount of sterile water - 10 ml. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, foley catheter balloon burst during inflation at 7.5 ml.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, foley catheter balloon burst during inflation at 7.5 ml.